Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, the fox balloon burst at 10-12 atms. The balloon and catheter were completely removed from the body and another unspecified device was used. There was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.